Event description:
It was reported that the patient experienced palpitations. A transmission observed the right atrial (ra) lead with undersensing. The lead remains in use. No patient complications have been reported as a result of this event.